Manufacturer narrative:
Date of event is approximate.

Event description:
It was reported that the patient experienced recurring incontinence with this sling. No further information has been reported.